Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer opted to use multiple daily injections (mdi) as a backup therapy. Technical support arranged to replace the pump, confirmed that the customer understood the procedure to return the faulty pump, and advised necessary steps for setting up the new one. A replacement pump was sent, and the customer was informed about completing training via their tandem account before using the new pump.